Manufacturer narrative:
(B)(4). Concomitant medical products - oxford anatomical bearing, right size 4, catalog: 159576, lot: 047930; oxford tibial tray, catalog: 154719, lot: 113980. This report is number 3 of 3 mdrs filed for the same event (reference 3002806535-2016-00906 / 00908).

Event description:
Patient was converted from a partial to a total knee prosthesis approximately eight months post implantation due to unknown reasons.